Event description:
It was reported that one pump stop was observed on the log files. The pump stop was very short in time and the patient had no alarm. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect; however, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established during this evaluation. The submitted log file captured a pump stop at 10:27:04 on 29dec2021 resulting from a driveline disconnect while connected to li ion batteries. This event triggered a low speed advisory, low speed hazard and a low flow hazard. Despite the observed events, the pump appeared to be operating as intended. There were incidental findings of elevations in pump power and pump flow. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12apr2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Both documents address all hazard and advisory alarms, including the pump off alarm, as well as how to respond to each alarm condition. The patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00262.